Event description:
The device was used during a total abdominal hysterectomy procedure. The instrument was difficult to remove from the tissue. The surgeon manually removed the instrument and manually sutured. The hospital has reported no pt injury occurred.